Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off. Tandem technical support instructed the customer to plug the pump into a power source. The pump was able to be turned. The pump then unexpectedly shut off again. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy.